Manufacturer narrative:
Note: product reference 4436920 is not cleared for sales in the USA, but its catheter is similar to the product reference 5436920. Cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch of access ports released in april 2017. Investigation results: we did not received the complaint sample nor the x-ray pictures for investigation. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will re-open this complaint. Catheter rupture is a known complication of the access port implantation that could have different root causes. This is a rare incident. No corrective action is currently envisaged.

Event description:
During the removal of the implantable access port during the breast reconstruction operation, dr. (B)(6). Observed the rupture of the tubing in the subclavian vein. The catheter is broken approximately 5 cm from the access port. The rupture seems to be old. The distal part is not visible and not palpable. The patient is doing well, she has gone back to home. The patient must go for interventional x-ray to have the migrated catheter removed. The celsite (undoubtedly an st305) was implanted in a clinic in maubeuge parc or val de sambre in (B)(6) 2017.

Manufacturer narrative:
Investigation results: we received for investigation the celsite st305l access port from the involved batch with a 6cm long piece of catheter still connected to the exit cannula with a connection ring. The connection ring is connected backwards. At the level of the rupture, the catheter is flattened, ovalized. This proves that it was pinched at this level. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. All characteristics conform to our specifications. Conclusion: - the catheter was broken at 6cm of access port housing, - the catheter is flattened at the level of the rupture, - the catheter rupture occurred in the subclavian area. The aforementioned elements allow us to confirm that the catheter was crushed in the costo-clavicular space and repeated squeezing have led to the rupture of the catheter: it is the pinch-off syndrome. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. The incident is not imputable to the device. Consequently, no corrective action is envisaged.

Event description:
During the removal of the implantable access port during the breast reconstruction operation, dr. M. Observed the rupture of the tubing in the subclavian vein. The catheter is broken approximately 5 cm from the access port. The rupture seems to be old. The distal part is not visible and not palpable. The patient is doing well, she has gone back to home. The patient must go for interventional x-ray to have the migrated catheter removed. The celsite (undoubtedly an st305) was implanted in a clinic in (B)(6) in (B)(6) 2017.